Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ hypodermic syringe luer lok¿ had foreign matter in the syringe. No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipak¿ hypodermic syringe luer lok¿ had foreign matter in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: lot number 1808004 was provided for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number 1808004 that could have contributed to the reported incident. As neither a picture sample nor a physical sample was available for return, ten retained samples of the same lot number were obtained from the manufacturing facility for further investigation. Investigation conclusion: visual inspection of the samples did not reveal any signs of excess silicone or manufacturing defects. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is medical grade silicone authorized for product use. Silicone content testing is performed during the manufacturing process for each lot number. Root cause description: based on the investigation results, a cause for the reported incident could not be determined. Rationale: complaints received for this device and defect will be monitored by our quality team.